Manufacturer narrative:
Batch review performed on 18 may 2018; lot 163797: (B)(4) items manufactured and released on 20 december 2016 expiration date: 2021-10-10; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: reverse shoulder system humeral reverse hc liner ø39/+3mm reference (k170452); lot 173396: (B)(4) items manufactured and released on 21 june 2017. Expiration date: 2022-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Clinical evaluation performed by medical affairs (B)(4) on 18 may 2018; dislocation of a rsa required ablation of both components and reposition of the scapular glenosphere. The humeral component 145° was replaced with a 155° to increase stability. The reported metallosis is a consequence of the dislocation and not a defect of the devices. There no indications that these devices malfunctioned to cause the adverse event.

Event description:
About 2 months after primary the surgeon revised the patient for a shoulder luxation. The surgery was completed successfully.